Event description:
Customer alleges wife sat on the chair and it had cracked. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9781, serial number/date code and age of product are unknown. The owner's manual part number 1122173 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers husband called stating that when his wife sat on the 9781 shower chair the seat allegedly cracked. No injury alleged.